Event description:
The customer reported to customer svc that the prong is stuck inside the transformer box.

Manufacturer narrative:
A replacement power supply was sent to the customer. In a f/u with the customer, the customer stated that the prong was sunk into the transformer housing, she did not see any crack (breach) to the housing. The customer stated that she did not see any sparking, smoking, fire or melting. The customer also indicated that no injuries were sustained as a result of the issue. A product eval revealed that the housing was cracked and the internal electrical components were accessible, which is a safety risk. The customer has stated that she did not notice the crack prior to shipment. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from 1 m height per ul2601-1 2nd edition. Product samples were dropped 3 to 5 times from a height of 1 m and the housings showed damage and cracking (only after at least 3 drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 4/4/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored. Should add'l info or the original product be received, resulting in new, changed or corrected info, a f/u report will be filed at that time. Eval summary: a visual examination of the power supply revealed the transformer housing was cracked and internal electrical components were accessible. A visual examination of the cord revealed nothing unusual. The power supply was unable to measure the voltage across the dc plug as the prong was sunk into the transformer. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 54.27 ohms, which is normal and indicates that the thermal fuse did not blow.